Manufacturer narrative:
UDI - (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of an unknown error code was confirmed. An assessment was performed on the device which found that the device gave an e6 error code. It was observed that the flex circuit potting is cracked and had a thermistor failure which caused the e6 error. It was determined that the assignable root cause of the thermistor failure and cracked flex circuit potting is due to normal use over time. It was further determined that the failure was caused by worn out motor components. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device displayed an unknown error code. During in-house engineering evaluation it was found that the device gave an e6 error code. During repair it was observed that the flex circuit potting was cracked, and also had a thermistor failure. It was reported that there were no delays to a scheduled surgical procedure, as an unspecified spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.